Event description:
An implant card was received on (B)(6) 2013. The implant indicated that the patient underwent full revision on (B)(6) 2013. Follow-up showed that the when the patient was in the operating room, the decision was made to change all of the equipment as a prophylactic replacement. The post-operative impedance was okay. The explanted devices were discarded.

Event description:
Additional information was received that this patient's generator has been disabled (B)(6) 2012. X-rays were received for review. The generator appears in the upper left chest, in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be not fully inserted. The electrodes appeared to be placed in normal arrangement. A strain-relief bend was used, but no loop was present. No tie-down was used. The strain relief bend appears to be too short and a part that appears to be bent could be observed at the level of the lead bifurcation. Per labeling, a strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. Part of the lead was behind the generator and could not be assessed. The lead wires were intact at the insertion into the lead pin. Based on the x-rays images, the high impedance can be caused by the pin not fully inserted and the bent part in the lead bifurcation.

Event description:
At this time no surgical interventions have been planned.

Event description:
A vns programming physician in france reported that during system diagnostic testing they found dcdc 7 and high impedance. The patient was implanted with (B)(4) on (B)(6) 2003. They were set at, on 30 sec, off 5 min, 1,5 ma without magnet. No trauma or manipulation was reported prior to the reported event. X-rays will be sent to the manufacturer for review. A pin issue has not been ruled out at this time. Thus far no further information has been attained.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacture, lead pin not fully inserted past the connecter block of the generator.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.